Manufacturer narrative:
Hologic field application specialist (fas) went to the customer site and performed cleaning of positive areas and the field service engineer (fse) removed, cleaned, and reinstalled the fusion tube tray shutter. Thermocycler checks performed by fse showed no issues. The customer has since continued to run and was advised to notify hologic technical support (ts) of any future incidents of contamination. The customer was also advised not to enter the fusion sidecar, reserving cleaning only for the fusion universal fluids drawer and waste drawer. Ts advised the customer to review monthly maintenance procedures to address positive contamination in tcr carousel and fluid connectors.

Event description:
Customer reported the panther fusion instrument sn (B)(4) had an increased amount of low positive covid-19 assay results, based on cycle threshold (CT) values. These runs were performed using assay lot 286498. Customer questioned the results. The customer initially obtained 16 positive results with high CT values. These samples were re-run on different platforms and returned mostly negative results, with one returning again as positive. Four of the initially positive results were erroneously reported out. However, an amended report was later sent out after repeat testing by the customer, correcting the initially reported results. No further concerns were reported.